Manufacturer narrative:
The device was returned to olympus for evaluation however, the evaluation has not been performed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
It was reported to olympus that during a unknown procedure, the visera elite xenon light source flicks on and off as if it will go out, which makes the tissue indistinguishable. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the use of a non-olympus lamp. Olympus will continue to monitor field performance for this device.